Event description:
Device analysis lab reported receiving a lap-band systems with no info. F/u info: health professional reported that "during adjustments it was noted that the pt no longer felt any restriction and had progressive weight gain." Health professional stated that during surgery to remove and replace the entire system, visual observation showed "the tubing was brittle and the port was completely disconnected from the tubing connector."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted the band tubing was brittle with evidence of leakage. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanies by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate.